Manufacturer narrative:
Additional information: the reported event of high lead impedance was not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During an implant procedure, there was high pacing impedance noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event and the patient was stable.